Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using pod packing coils (pod pc), a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, the physician implanted nineteen penumbra coils in the target location. Next, the physician advanced the pod pc into the target vessel using the lantern; however, the pod pc would not form properly. While retracting the pod pc from the target vessel, the pod pc unintentionally detached halfway in the lantern and halfway in the vessel. The physician then used a wire to push the detached pod pc into the target location; however, he was unsuccessful. Therefore, the physician decided to pull the lantern out. Subsequently, while pulling the lantern, the pod pc became stretched. Therefore, the entire diagnostic catheter containing the lantern and the detached pod pc was removed from the patient. The procedure ended at this point. There was no report of an adverse effect to the patient.